Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen at 455.1 mcg/day via an implanted pump. It was reported that the patient had a refill on (B)(6) 2020, and the hcp was expecting to pull back 6.5 ml, but actually got back 17 ml. At the prior refill in (B)(6) 2020, they had also seen a 7 ml volume discrepancy. The patient did not show any signs of withdrawal, however, they thought it might be because the patient was also taking oral baclofen. The hcp refilled the pump like normal, and they were scheduling the patient for an x-ray to see if there was a kink in the catheter. The hcp was not going to do anything acutely yet since the patient did not have symptoms.